Manufacturer narrative:
Per the clinical application specialist, the surgeon stated that the posterior control points on line scan were set to 500 microns from the posterior capsule. The clinical application specialist suggested surgeon keep the setting as 800 microns. A company representative visited the site and evaluated the system due to the reported event. No system issues were found. System calibration was performed as proactive measures. The system was tested and verified to meet specifications prior to departure. Efficient surgical technique is important to achieve optimal results after cataract surgery in diabetic patients. In this instance, the surgeon noticed the tears during hydro-dissection which using fluid to dissect the lens during phacoemulsification. This is not the best way of phacoemulsification for patients with medical history of diabetics. Therefore, the potential root cause of the reported event of capsular tear could be attributed to surgical technique. However, without images of the optical coherence tomography (oct) scans or treatment video, there is insufficient evidence to contribute to root cause to surgical technique. Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical manager reported that the capsulorhexis was free floating but during hydro dissection a capsular tear occurred in the left eye during laser assisted cataract surgery. A vitrectomy was performed and the procedure was completed.